Manufacturer narrative:
Investigation summary no product was returned for investigation. Fever: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history lot device lot: 1872080. Device history batch subcomponent lot: n/a. Device history review device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient noted as high-risk off-pump triple coronary artery bypass graft (opcab) was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 was successfully placed without complications via the aorta and the opcab was completed successfully. The patient was transferred to the intensive care unit to rest and recover. On day 2 of support, it was reported that the patient had a fever, with a temperature of 102.4 degrees fahrenheit. Blood cultures were drawn and it was noted that anticoagulation was withheld. The following day, the patient¿s temperature dropped to 99.1 degrees fahrenheit and the patient was sitting up in bed and alert. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.